Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported failure to deploy the vessel locator wings was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath after a cerebral therapeutic procedure. Reportedly, the starclose se plunger was completely depressed yet the vessel locator wings failed to deploy. The device was removed and hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.